Event description:
Event description boston scientific crm received info that the pt with this device and right ventricular lead expired. Device interrogation revealed normal daily measurements, however impedance measurements were greater that 2500 ohms. There was no known reason for the device or lead involvement in the pt's death. The boston scientific field rep indicated this system could be a contributing factor to this pt's death.

Manufacturer narrative:
Not returned. According to available info, the device was removed and will be returned for analysis; however the right ventricular lead disposition is unk at this time. When the device has been returned and analyzed, this event will be updated.